Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was interrogated on (B)(6) 2011 (emergency follow-up) because the patient had been feeling dizziness and palpitations for one month. Ventricular pacing at 70 min-1 was confirmed on surface ECG (recorded before the check). Upon interrogation, the device was found in standby mode (backup mode) which is safety mode of operation. After re-initialization, the device was re-programmed to the previous settings and the pacemaker check was successfully completed, as reported. According to the patient, no source of electromagnetic interference (emi) could be suspected.